Manufacturer narrative:
The company service representative examined the system and was able to duplicate the system message reported. The company service representative replaced the fluidics module and sent it for in house testing. The system was then tested and met all product specifications. The fluidics module has been received and testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
The nurse reported that during the first and second cases of the day a system message displayed. She removed the cassette and reinserted the cassette a couple of times and the system message cleared with the cases completed. During the third case of the day the same system message displayed and she attempted to troubleshoot the system but was unable to clear the system message. The third case patient was prepped, but no incision was made. The third case was cancelled along with five other cases. No patient injury was reported.